Event description:
I received a false positive covid-19 result from (B)(6), (B)(6) 2020. I was sure it was false, absolutely symptom free, then received two negative tests 3 and 5 days later. (B)(6) pharmacy. FDA safety report ID# (B)(4).